Manufacturer narrative:
On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 20116, a medtronic specialist reviewing patient archives, finds the mr1 had poor 3d model with poor tracer pattern. When reviewing the computed tomography (CT), it had perfect 3d model, however, registration pattern and merge with the CT were not available, therefore it is unknown how valid was the registration on the CT. Judging from the tracer pattern on the mr1, patient registration was not to protocol. No further issues have been reported.

Event description:
A medtronic representative reported that during a navigated cranial biopsy, the surgeon alleged a 5-6 millimeter inaccuracy laterally after registering with pointmerge, touch-n-go, and tracer - all registration methods passed. The surgeon deemed being inaccurate away from the operating side and around the face. The patient was registered laterally (laying on the side). When checking accuracy by medial canthus, the pointer was in the middle of the eye. The medtronic representative walked the surgeon through registration of using both fiducials and anatomical landmarks. The medtronic representative suggested obtaining a computed tomography (CT) in order to improve registration. After getting a CT and merging with magnetic resonance imaging (MRI), the same inaccuracy remained. Another MRI was acquired and merged with the new CT, issue was not resolved. Delay in therapy was 2 hours. The surgeon opted to discontinue the use of the navigation system and canceled the surgery to be re-scheduled. There was no harm to the patient.

Manufacturer narrative:
The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.